Manufacturer narrative:
Product analysis: at analysis it was noted that the main printed circuit board (pcb) did not have a serial number programmed into it and at final testing the serial number was reprogrammed to the main pcb. It was additionally noted that the hanger assembly was broken, the red battery wire was loose in the connector (though the epg was still functional) and the display frame was contaminated. All found defective parts were replaced and all other identified issues were resolved, and the generator then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.